Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Band slippage is a surgical/physiology complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."

Event description:
Reported as a band slip.